Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial lead was dislodged, and confirmed with a x-ray. The lead explanted and replaced. The patient was discharged.